Manufacturer narrative:
A siemens regional support center (rsc) evaluated the instrument log files. The log files indicated that the analyzers had been online at the time the samples were circling and the tests ordered were available. In addition the carries was circling in the correct direction. Rsc observed multiple divert carrier errors. Rsc concluded that due to multiple errors introduced by the refrigerated storage module software (version 2.7.0), it gets overwhelmed with the workload. Siemens is investigating this issue.

Event description:
The customer contacted the siemens customer care center (ccc). The customer stated that "stat" samples were circling around the track of the aptio automation system. The patient samples had to be taken off the track and manually handled for testing. Patient sample testing was delayed ~22 to 30 minutes. There was no impact to the patients as the facility called the laboratory to inquire regarding the delay. The customer then requested a manual delivery of the samples. There are no known reports of patient intervention or adverse health consequences due to the delay.

Manufacturer narrative:
The initial MDR 2517506-2016-00314 was filed on september 2nd, 2016. Additional information (09/13/2016): the manufacturer's analysis of the issue revealed that the input output module (iom) #3 was entering a 13x75 white capped tube as code 9 for automation. In the log files, a tube in question with sample ID (B)(6), has been loaded from the pre-analytical track as tube type 9. The tube was parked in the iom and after 40 minutes was retrieved. This time the tube was detected as tube type 3 but the aptio software did not override the previous tube type of 9 because the tube was already on the aptio system. The local service team revealed that both rack input modules in the pre-analytical track had the setting for the customer's secondary tubes (13x75 white caps) to code 9 for automation. Tube type 9 is the configuration setting for the manufacturer's secondary tubes. These tubes are used when the satellite laboratories keep the primary tube and send a smaller secondary tube with an aliquot to the customer. For the aptio instrument, the tube should be treated as a primary tube. A correction was made changing the setting to tube code 3. The cause of "stat" samples circling around the track was due to a tube type configuration issue. The instrument is performing according to specifications. No further evaluation of the device is required.